Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The device was evaluated by a philips fse. The reported issue could not be replicated after troubleshooting. Based on the information available and the testing conducted, the root cause of the reported problem was not found. The reported problem was not confirmed. The device was returned to full use and no incident reported since returned to full use. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device gives similar ECG fault to intrepid monitor with dotted lines in between when monitoring and connected to patient. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. The device was used for monitoring. No failure to shock was reported. No medical condition was provided by the customer. The patient outcome was stable transfer as reported by the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device gives similar ECG fault to intrepid monitor with dotted lines in between when monitoring and connected to patient. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Event description:
Correction: this report has been updated from product problem to serious injury. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating the device gives similar ECG fault to intrepid monitor with dotted lines in between when monitoring and connected to patient. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. The device was used for monitoring. No failure to shock was reported. No medical condition was provided by the customer. The patient outcome was stable transfer as reported by the customer. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290. This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The device was evaluated by a philips fse. The reported issue could not be replicated after troubleshooting. Based on the information available and the testing conducted, the root cause of the reported problem was not found. The reported problem was not confirmed. The device was returned to full use and no incident reported since returned to full use. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
Correction: this report has been updated from product problem to serious injury.